Manufacturer narrative:
During the subsequent site visit by the field service engineer (fse) the analyzer was inspected, and a parts replacement was performed. A review of the analyzer service history identified no contributing factors to the current complaint. There have been no further occurrences of discrepant results after the parts were replaced by the fse. A review of the immunoassay systems tracking and trending data revealed no systemic issues or trends associated with the discrepant result described in this complaint. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect i2000sr serial number (B)(6).

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. The initial report was submitted under manufacturer report number 3005094123-2020-00108 ((B)(4) as manufacturing site) with suspect medical device of architect tsh, list 7k62. After further evaluation, the suspect medical device was changed to architect i2000sr, list 3m74 ((B)(4) as manufacturing site), which is this report.

Event description:
The customer reported a falsely decreased architect tsh result on one patient. Results provided: (B)(6) = < 0.01 uiu/ml, repeated on another architect = 2.8 uiu/ml which agreed with patient history and ft3/ft4 results. No impact to patient management was reported.